Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the cardcage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff experienced a non-recoverable fault while driving to dock. The intuitive surgical, inc. (Isi) technical service engineer (tse) was called and the or staff stated they cycled system power and hard booted everything. Faults returned after driving cart briefly. The tse viewed live logs and found errors. The tse informed the or staff that the faults would likely return if the system was used. The operating room staff confirmed that the patient side cart (psc) touch panel never turns on and the psc power button does not turn the system off or on. The procedure was aborted after ports placed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the cardcage was received for failure analysis. Upon visual inspection no issues were found. The cardcage was installed and tested into a test system where the component functioned as expected. The system started up with errors. The touchpad was not on and could not power down. The system started up without any error while testing with a universal power distributor (upd) text fixture. Power cycles were ran with this part and all passed. All the gantry motors were moved the full range of motion without any issue.